Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 440 mg/dl at the time of incident. Customer¿s other blood glucose levels were 392 mg/dl, 382 mg/dl, 383 mg/dl, 92 mg/dl. Customer treated with bolus through the insulin pump. Customer stated they feel normal. Customer stated that drive support cap was normal. Customer performed self-test and displacement test and insulin pump passed all test. The insulin pump will not be returned for analysis.